Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring. Unable to confirm low battery alert and unable to perform any tests due to blank display. Pump received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed low battery. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.